Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and unable to connect to a monitor. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete baseline) was confirmed due to a defective u612 inverting charge pump on the ca board, causing fault. Upon investigation the monitor was unable to complete a baseline or pass essential performance testing. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and unable to connect to a monitor. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline. A us distributor reported that an electrode belt was displaying a service code 204.